Event description:
Additional information was received on 20 april 2023: the procedure performed for the patient, prior to using closure device was coronary angiogram. The procedure sheath that was used was a 6 french. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was not performed. Hemostasis was achieved with manual pressure after device failure. There was no blood loss reported that was greater than 250cc's. Patient was in stable condition. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide additional information in section b5 and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for potential vessel occlusion within the artery. The exact root cause was unable to be determined. The likely cause was determined to have been use of the device in an artery with plaque. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
Terumo medical received a (B)(4). The event description states: "angioseal deployed right femoral artery on day one. The next day, patient had right leg symptoms of compromised circulation possible due to angioseal placed on plaque. Thrombectomy and femoral artery stent placed to fix the issue. Preexisting characteristics that may have contributed to the event: coronary heart disease; diabetes; hypertension; surgery; original intended procedure was left cardiac cath, angiography."

Manufacturer narrative:
Explanted date: device was not explanted. Occupation: associate clinical data analyst. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device was not available for return; therefore, an evaluation of the actual device was unable to be conducted. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.